Event description:
It was reported that a leak was observed from the patient line and a clear cut was found on the tubing. This occurred during the first drain of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a cut in the patient line tubing. A pressure test was performed and a leak was found at the location of the cut. Upon conclusion of the investigation, the cause of the cut tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.